Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. According to expert opinion, there was a temporary communication problem between the generator and the system on site, which led to a temporary loss of radiation release. However, the situation described can no longer be reconstructed beyond doubt, especially since the immediate remedial measures (switching the system off and back on again) worked on site and the system subsequently functioned again. There are no hints in the logfiles to that error and no parts were exchanged. The system was no longer in error mode and the error in question could no longer be investigated in more detail on site. The system was installed 2003 and this failure happened after 18 years. The affected system has been reset by switching off and back on again and the error has not been reported again. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis bc system. During an emergency procedure, the user reported an unexpected data error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.